Manufacturer narrative:
The customer¿s report of an error code 800.8000 was confirmed and replicated. Analysis of the pcu error log showed that system error code 800.8000 occurred 3 times between (B)(6) 2015 and (b)(=6) 2016. The pcu continued to be used after the last error code occurred so the majority of the event log for that period had been overwritten and only the final 800.8000 error code was still recorded in the event log, having occurred (B)(6) 2016 at 08:34 pm. A basic infusion had been started at 100ml/hour, with a vtbi of 800ml. The infusion continued for approximately 35 minutes and the vtbi was changed to 500ml. The channel select key was accessed, then the start key was pressed. One second later, the pcu experienced an error 800.8000. Physical inspection noted the device to be in good condition. Functional testing was performed and the error code 800.8000 was replicated. During an 800.8000 error condition any infusions in progress continue uninterrupted but infusion parameters cannot be edited because while the system is in the error safe state, the keys are disabled, and ¿communication error¿ scrolls across each pump module's display. The root cause of error code 800.8000 was determined to be the result of a software timing issue, when using two hands to operate the pcu and module, simultaneously clearing the pump module alarm while starting the infusion.

Event description:
The customer emailed a device error log with a request for a review to evaluate error code 800.8000.0. Virtually no other information was provided.